Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number not available.

Event description:
It was reported that when squeezing the healing plug of the implant, the hexagonal tip of the screwdriver fractured, leaving it in the hole of the plug. The doctor confirmed that the procedure was concluded with another item. The affected dental position is unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) narrow posterior hexed driver 17mm (kit item) (phd00nk) was returned for investigation. Visual evaluation of the returned product identified that the hex drivers tip was fractured off. The fractured tip was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (phd00nk) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: functional : fracture. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.